Manufacturer narrative:
Additional information: the post market surveillance department received medical records associated with the reported event. A clinical investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
(B)(4). The post market surveillance has requested medical records for these events. The plant investigation is in progress and a supplemental medwatch will be submitted upon receipt of additional, relevant information.

Event description:
An outpatient hemodialysis clinical manager (cm) reported a patient experienced symptoms of skin flushing, itching, nausea, and vomiting during her hemodialysis treatment. During follow up, the cm confirmed the reported symptoms. According to the cm, the patient was given benedryl intravenously (IV) which did not resolve the symptoms. She began to feel nauseous and experienced dry heaves. Treatment was discontinued approximately 30 min early. Patients blood was returned. The cm also reported a previous event of these symptoms which occurred on (B)(6) 2015 for which the patient received IV benedryl. The symptoms resolved and she completed treatment. The cm stated the patient had "many other illnesses". When the patient returned for the next scheduled treatment on (B)(6) 2015, she was changed to a revaclear dialyzer. The patient was able to complete treatment without any itching. She has been dialyzing with the revaclear ever since without issue. The cm reports the patient has the following drug allergies: penicillin, codeine, and tramadol. Additionally, the patient had been using the optiflux 180nre dialyzer without any issues since (B)(6) 2013. The dialyzers in both events were discarded.

Manufacturer narrative:
The patient medical records were provided by the facility on march 16, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. On (B)(6) 2015, the patient underwent hemodialysis (hd) treatment at the dialysis clinic. Based on information contained within the patient medical record, the full treatment was completed, uninterrupted at that time. Notes within the treatment record state that the ¿patient voiced no itching, no complaint of any skin irritation from the new dialyzer called revaclear capillary dialyzer 300. The patient tolerated well.¿ this information conflicts with the hemodialysis orders on the treatment record which indicate that the patient was prescribed the optiflux 160nre dialyzer on that day. Follow-up information provided by the clinical manager (cm) reported that the patient experienced symptoms of skin flushing, itching, nausea, and vomiting during the hemodialysis treatment. The patient was given benedryl intravenously (IV) which did not resolve the symptoms. The patient began to feel nauseous and experienced dry heaves. Treatment was discontinued approximately 30 min early. There is no documentation provided within the patient medical record to indicate that a dialyzer malfunction occurred. Medical records do not mention a cause for the symptoms of skin flushing, itching, nausea, and vomiting the patient experienced. Medical records do not indicate a causal relationship between the dialyzer and adverse event. Medical records simply state that the patient voiced no complaint of itching while using the revaclear dialyzer on (B)(6) 2015. This in itself is not an indication that the reaction the patient experienced on (B)(6) 2015 was a reaction to the optiflux 180nre. The event that occurred (B)(6) 2015 was reported separately.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event.